Event description:
New information received indicates that the lead also exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
New information received indicates the patient's right ventricular lead exhibited a recurrence of noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.